Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The initial reported event of oversensing and "corrosion" was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported his lead was replaced in 2008 due to "corrosion." Additional information obtained fro the mdt representative indicated the pace/sense portion of the rv lead was capped and replaced due to oversensing. The hv coils remain in use.